Event description:
During index procedure physician used one amphirion deep pta balloon catheter to treat the anterior tibial artery of the right leg. A dissection occurred during the procedure. During the index procedure, amputation of the right toe was also performed due to patient condition. Approximately 2 months post index procedure, revascularization of the right anterior tibial artery was performed using a non-medtronic balloon. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of the procedure (revascularization, dissection).

Event description:
Approximately 18 months post the index procedure the patient died. Cause of death was deterioration in health followed by heart failure. Investigator indicated the death event was not related to the device or procedure.